Event description:
Complainant alleged that while attempting to cardiovert an pt with the device "plugged in at all times", they synchronized the pt's heart rhythm, charged to 50 joules and shocked the pt, at which time the pt briefly presented a non-shockable rhythm. The physician then instructed the device be re-charged for a second shock at 120 joules. The clinician again synchronized the pt's heart rhythm, charged the unit and pressed the discharge button. However, the unit was unable to discharge and the clinician realized that the "screen was frozen" and was unable to adjust the ECG gain. The clinician switched modes, turned the unit off and unplugged the unit in an attempt to clear the malfunction. The clinician then installed another battery, at which time the device began functioning appropriately. The clinician was then able to do a synchronized cardioversion at 120 joules. There was no adverse effect to the pt as a result of the reported malfunction.